Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) regarding an erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample obtained on the advia centaur cp instrument. Siemens evaluated the instrument data and the information provided by the customer. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. The assessment of instrument performance included a technical application specialist (tas) visit to run a precision study which gave acceptable results. Based on the available information, the cause of the discordant result cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. No further evaluation is required.

Event description:
The customer reported that erroneously elevated high-sensitivity troponin I (tnih) result on a patient sample was obtained on the advia centaur cp instrument. The erroneous result was not reported to the physician. The same sample was tested twice on same advia centaur cp instrument. Both the results obtained were lower, similar and considered correct. The repeat result of 54.48 ng/l was reported as correct result to the physician. There are no known reports of adverse health consequences or patient interventions due to the elevated tnih result.